Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked thirty (30) minutes after it arrived at the hospital. The issue was identified before patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufactured from march 06, 2023- march 08, 2023.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.